Manufacturer narrative:
The actual pump was not returned for evaluation. Event history log was provided for review by the investigator. The history log showed that the pump was programmed to run an infusion rate of .06 ml/hr for a period of 25 hours, and then increased the delivery rate of the pump from .06 ml/hr to 1.2 ml/hr for a period of 5 hours and 33 minutes, which would explain the perceived over delivery. Based on this information provided by the customer, the customer / pump user was responsible for the perceived over-delivery .

Manufacturer narrative:
Manufacturer completed entire form. Event description copied directly from voluntary medwatch submitted by end user. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Received notice from FDA on voluntary medwatch mw5056147 regarding an incident. Event description is as follows: patient was receiving intralipid infusion via medfusion 4000 syringe pump. The patient received 10x volume that was intended over a 6 hour period resulting in a trigylceride level of 2140. Lipid infusion was stopped and level was monitored. Reached a normal value of 125 within 24 hours. Liver function studies remained normal. Possible a programming issue but alarm history indicates no server connection since (B)(6) 2015 and others which may not be related to event. Under investigation.